Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the pump was alarming or beeping. It was noted that the patient had a spinal fusion about 10 years ago and the surgeon stated that he ¿disconnected the pump¿ per the consumer. It was noted that the patient stated he no longer needed the pump and it hadn¿t been used since. It was reported that about ¿3, 4, 5, months ago¿ the pump began to alarm. It was inquired if the pump could be turned off. It was noted that the patient wanted to get the pump removed but the healthcare professional (hcp) didn¿t know if there was a catheter still in the patient¿s spine, but it was noted that the surgeon stated he disconnected it, per the consumer. It was inquired if the pump could be removed and the catheter left. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.